Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. This MDR submission is a duplicate. Please refer to MDR #3006575795-2024-00473 for complete information and details. Reference to complaint # (B)(4).

Manufacturer narrative:
There is another previous complaint (B)(4) on this device historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by a third-party service provider where it was detected the device had a - 30psi: 210. Following this discovery, the end user requested a hex file to recalibrate the pump. As a result, it is determined that the device does not need to be returned for further evaluation, given that the recalibration has successfully addressed the issue a CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).

Event description:
On 06/19/2024, zyno medical received a request for hex files for the pump, the issue was that one of our devices had a - 30psi: of 210. No patient was involved as it was discovered during testing.